Manufacturer narrative:
(B) (4). (Incision sutured). (B) (4).

Event description:
The reporter stated the surgeon inserted an aq2003v three piece silicone lens. Haptic and lens noted to be torn after lens was inserted into the eye. The incision was enlarged to remove the lens and a suture was required. Another same model lens was used. The reporter stated, it was due to loading error by the tech.